Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. The customer did not provide patient demographics such as age, date of birth, gender, and weight. (B)(4). Carefusion field service engineer (fse) was dispatched to evaluate the device. At this time, the device has not been returned to carefusion¿s failure analysis lab. Fse report: performed operational verification procedure (ovp). Meets all factory specifications.

Event description:
The customer reported "oxygen (o2) range error" while being used on a patient. The fraction of inspired oxygen (fio2) monitor was calibrated and replaced the o2 sensor, but the reported issue was not corrected. The customer reported, when setting the fio2 to 90%, the blender would climb to 96% fio2 and be variable. The customer reported the alarm error occurred while on a patient but the ventilator was switched out and there is no allegation of patient injury/harm.